Manufacturer narrative:
Upon revision of the investigation the date of manufacture was changed from 05/01/2006 to 05/01/2005.

Event description:
The customer reported erroneous white blood cell (wbc), hemoglobin (hgb) and hematocrit (hct) results from the coulter act diff analyzer. The customer stated that rerun smples gave different results. The customer did not provide the printouts of the results. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/23/2015. The fse found that the instrument was generating high wbc results on controls. The fse replaced the wbc bath, which resolved the erroneous results. The repairs were verified per established procedures. (B)(4).